Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, increased impedance and increase capture thresholds were noted. Programming changes were made. The patient was stable.

Event description:
New information received noted the patient's right ventricular lead exhibited continued increased impedance. The patient presented for an unrelated procedure, during the procedure, the lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.

Event description:
New information received noted right ventricular lead fracture.